Event description:
On 02-sep-2025 the user reported to their clinical diabetes specialist that the ilet was not alerting or the alerts were not loud enough compared to when the device was first received.the device will be replaced. No ems or hospitalization was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.